Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the threads on the returned battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection: power loss and reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully tighten to the pump. The pump was exercised for 24 hours with the test battery cap, no power issues occurred during testing with the test cap. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specification. The black box shows evidence of power on resets. Visible inspection of the pump confirmed a battery compartment crack that extends from the threads to case seal. Unrelated to this complaint, the pump booted up with pinkish contrast faded display screen: booted to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012, the reporter contacted animas after the patient was hospitalized at 1 pm (B)(6) 2012, with a diagnosis of diabetic ketoacidosis, and started on IV insulin. The blood glucose (bg) level was reportedly over 400 mg/dl , with ketones, nausea/ vomiting and abdominal cramps. It was said the hcp saw the patient around 3 - 4 pm: the patient's bg was 300 mg/dl , and the hcp confirmed all pump settings were correct at that time, but noticed that pump had rebooted was emitting another pump is not primed warning. The reporter alleges the following sequence of events: the patient had a bg of 89 mg/dl at bedtime on (B)(6) 2012. The patient changed out the site/set that night, but did not recheck bg 2 hours after changing set. The patient woke up on (B)(6) 2012, with nausea/ vomiting, attempted to bolus, and received a pump not primed warning. Patient did not check for ketones or attempt to get pump to working, but did give an injection by syringe. The reporter resumed the pump about 11 a.m. On (B)(6) 2012, when her bg was at 400 mg/dl. The patient inserted a new site, and gave 7.5 units bolus per hcp orders. The patient discontinued the pump on the way to the hospital and removed the site. Reporter denies bent or kinked cannula, or any blood in cannula or tubing, and is unable to confirm if there were any abnormalities at the site. Customer technical support (cts) reviewed the pump with reporter: the battery compartment reportedly is cracked and the reporter was not able to secure cap in place properly. The yellow o-ring was allegedly visible at the time of excursion. Pump therapy has been discontinued per hcp orders until a replacement pump is available. This complaint is being reported as the patient alleges experiencing a serious blood glucose excursion while on therapy using a cracked pump, which may have contributed to an alleged intermittent power loss. It remains unclear if the pump malfunction caused/contributed to the bg excursion.